Event description:
The device was placed at another facility by another physician in 2004. Pt was transferred to the hosp where the reporter was asked to see pt for pain at the peg site in 2004. Exam revealed 2 of the 4 t-fasteners were still in place. The t-fastener site was reddened with non-purulent drainage. The pt was septic for other reasons. Reporter called in to discuss the options for removal of the t-fasteners in 2004. Endoscopy could not locate the internal portion of the t-fasteners. The t-fasteners were surgically excised at the bedside uneventfully. One pt involved.